Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones and a bd (battery depletion) error was observed. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis indicated that battery voltage was stable, and this behavior appeared consistent with extended magnet application. This s-ICD remains in service. No adverse patient effects or interventions were reported at this time.